Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement positioning sensor unit (psu), polaris spectra system control unit (scu) and computer were all shipped to the site. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that their navigation system and the navigation system camera were intermittently switching off and on while in cranial software application. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The polaris spectra system control unit (scu) was returned for analysis. Functional testing found that the part was performing as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The suspect positioning sensor unit (psu) was returned to the manufacturer for analysis. The psu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.